Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported the implant failed to achieve primary stability upon placement. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported the implant failed to achieve primary stability upon placement. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4)